Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump successfully, and the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code appeared again.